Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners are causing severe pain in the area of their implant in their jaw. Patient states they have an implant and can no longer use the aligners and worries that the aligners have compromised their implant. This is a contraindicated patient for dental implants.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.